Event description:
The deflated balloon broke off when the physician was removing the catheter after the procedure (declot). The balloon remained in the pt, and the physician placed a stent to cover the balloon. The pt is fine and not injured.

Manufacturer narrative:
We have not received the device for eval and were not able to verify the failure. Therefore, the root cause of the failure is inconclusive. It is possible that pt's tortuous anatomy contributed to the failure. A f/u report will be sent if any additional info will be discovered regarding this incident. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during either the mfg or the packaging processes and there were no unresolved issues related to the complaint event. In addition, please note that there was no injury to the pt.